Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that non physiologic artifacts were noted resulting in noise, oversensing and inappropriate shocks when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. Possible electrode under-inserting was discussed by boston scientific technical services (ts). An x-ray taken showed that the electrode had dislodged towards the left side of the patient thus a revision took place and the electrode was repositioned. The system was then checked and no noise or oversensing was seen. No adverse patient effects were reported. Additional information noted that the patient reported unusual sounds from the device and the device heating. Upon interrogation it was noted that the device functioned normally. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that non physiologic artifacts were noted resulting in noise, oversensing and inappropriate shocks when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. Possible electrode under-inserting was discussed by boston scientific technical services (ts). An x-ray taken showed that the electrode had dislodged towards the left side of the patient thus a revision took place and the electrode was repositioned. The system was then checked and no noise or oversensing was seen. No adverse patient effects were reported.